Manufacturer narrative:
E1: reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint from the service engineer (se), reporting that the v60 ventilator displayed a "check vent: battery failed" error code (1124). There was no patient involvement when the issue occurred. No patient or user harm reported. During periodic maintenance, the se reported that the v60 ventilator displayed a "check vent: battery failed" error code (1124). The se replaced the lithium-ion battery to resolve the issue.